Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of huax0317 showed one other similar product complaints from this lot number.

Event description:
It was reported by the patient¿s mother that her child has a bard button that is leaking. The device was placed (B)(6) 2017, and has been leaking since the day after placement. The tab that closed the device came off and has never really had a good seal around the feeding tube. It appears the valve isn¿t closing. No patient injury was reported.